Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device rebooted with unknown reasons during use. No patient injury was reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The affected device was tested by dräger service and the log file was provided for further analysis. Based on the log entries it can be confirmed that the device performed a restart on (B)(6) due to a loose internal wiring harness and cables as the root cause. The device detected a deviation and reacted as specified with audible and visual alarms. The affected device was manufactured in may 2011 ¿ due to the age of the device a manufacturing issue is excluded as the root cause. If not yet done, the device shall be checked according to manufacturer specs and preventive maintanance as intended. The number of malfunctioning regarding this issue reported from the field is within accepted range. In the event that the device stops ventilating, audible alarms and visual messages would be activated informing the user of the status of the device. The safety-breathing valve would open allowing for spontaneous breathing; however, manual ventilation with an alternate device may be considered necessary. According to the instructions for use the user must ensure that back-up ventilation with an independent manual ventilation device is always available. The number of malfunctioning regarding this issue reported from the field is within accepted range. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
It was reported that the device rebooted with unknown reasons during use. No patient injury was reported. The device has no UDI as an UDI was not required at the time the device was manufactured.